Event description:
Customer reports she tried to puncture her forearm while using the softclix lancet device and part of the lancet broke off in her forearm. Customer reports she removed it with tweezers and applied alcohol and antibiotic ointment. No medical treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.